Event description:
Additional information: severity of the event was considered to be moderate. A pump refill/programming occurred on (B)(6) 2012. In regards to patient outcome, resolved without sequelae was indicated.

Event description:
The patient experienced infection at the lumbar site. Upon palpation the wound was tender and slightly fluctuant. Vancomycin was administered. The event was ongoing. The pump was delivering lioresal.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).